Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer remote services center (rsc) regarding discordant tacrolimus (tac) patient results on multiple patient samples obtained on a dimension® exl¿ 200 system. Siemens is investigating the event.

Event description:
Discordant tacrolimus (tac ) patient results on twenty-four (24) patient samples were obtained on a dimension® exl 200 system. It is unknown if the results were reported or questioned by the physician(s). The same samples were reprocessed on the original dimension exl 200 system using another reagent lot . Repeat results obtained were considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Additional information (15-july-2024): siemens concluded the investigation of the event. Siemens reviewed the available instrument data files and the information provided by the customer. Quality control (qc) recovered outside the customer's acceptable ranges. The customer replaced the tacrolimus (tac) reagent flex and processed qc, which produced acceptable results. The issue was resolved by reprocessing the same samples with the new lot of reagent. Based on the available information and the investigation, a product problem was not identified. The customer is operational. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2517506-2023-00287 was filed on 28-dec-2023.